Event description:
It was reported that the patient went to the physician¿s office on (B)(6) 2012 because stimulation was not covering all of the pain yet. It was noted that the physician suggested reprogramming session at her next appointment. Additional information received reported that stimulation was fine. It was noted that the patient was reprogrammed. Additional information received reported that stimulation never got good all the way down to the feet. It was noted that this had occurred since implant. It was noted that the patient has had health issues and had several falls where she landed on her butt area. It was noted that the falls had occurred over the past 6 months. It was noted that the patient¿s knees were hurting and stimulation usually took care of that. It was noted that the patient¿s knees started hurting in the past few weeks.

Manufacturer narrative:
Concomitant products: product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).